Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was under delivering. They also experienced high blood glucose level of 280 mg/dl. The customer¿s current high blood glucose 85 mg/dl. The customer experienced symptoms like urination and thirst. Customer was high whole time and after blousing, mother stated that customers blood glucose was really low level of 26 mg/dl. The customer¿s blood glucose was 400 mg /dl. Customer alleged insulin pump was under delivering the customer had treated with insulin pump. The drive support cap was normal. The product was returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the specification range and passed off no power test. Pump passed the delivery accuracy test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case reservoir tube window corners, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.